Manufacturer narrative:
Draeger was notified of the event when the hospital biomedical engineer requested application specialist training for users. On 26feb2024 draeger provided refresher training for 6 members of the staff. Additional information was provided from the associate director of nursing stating that the user did not fail to turn on the o2, the o2 was working during the resuscitation. Prior to the delivery, the resuscitaire was set up to receive the neonate with appropriate size equipment, and the operational checkout was completed successfully. However, during the event, when the consultant arrived, the junior doctors were in attendance and there was no pressure rise when delivering inflation breaths and the suction was not working. Therefore, a decision was made to move to an alternative resuscitaire. The baby was extremely premature and born in poor condition and there was no evidence there was a lack of oxygen as bmv (bag valve mask) was successful with oxygen. The hospital biomedical engineer evaluated the resuscitaire following the incident and found the equipment to be functioning correctly, no malfunctions were identified. Therefore, root cause cannot be determined. Update - 23jan2025 ¿ additional information was received from the customer stating that they received the postmortem report from the coroner which stated the patient died of natural causes. She was found to have a diaphragmatic eventration, left hypoplastic lung and was extremely premature. The diaphragmatic defect and the left hypoplastic lung explain why they were able to view chest movement when hand ventilating the baby due to the peep, and not via the resuscitaire. The coroner also added that the resuscitation would have been extremely difficult and would not likely succeed with these defects in addition to the baby¿s gestation. Based on this new information, a malfunction of the rescuscitaire can be excluded.

Event description:
It was reported that a baby was placed into a resuscitator and passed away due to the oxygen not being turned on by the users.

Event description:
It was reported that a baby was placed into a resuscitator and passed away due to the oxygen not being turned on by the users.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that a baby was placed into a resuscitator and passed away due to the oxygen not being turned on by the users.

Manufacturer narrative:
Draeger was notified of the event when the hospital biomedical engineer requested application specialist training for users. On 26feb2024 draeger provided refresher training for 6 members of the staff. Additional information was provided from the associate director of nursing stating that the user did not fail to turn on the o2, the o2 was working during the resuscitation. Prior to the delivery, the resuscitaire was set up to receive the neonate with appropriate size equipment, and the operational checkout was completed successfully. However, during the event, when the consultant arrived, the junior doctors were in attendance and there was no pressure rise when delivering inflation breaths and the suction was not working. Therefore, a decision was made to move to an alternative resuscitaire. The baby was extremely premature and born in poor condition and there was no evidence there was a lack of oxygen as bmv (bag valve mask) was successful with oxygen. The hospital biomedical engineer evaluated the resuscitaire following the incident and found the equipment to be functioning correctly, no malfunctions were identified. Therefore, root cause cannot be determined.